Manufacturer narrative:
One 80-4155, t8 cannulated stick fit hexalobe driver (batch 658464) was returned and examined under magnification; the driver was returned broken, with the tip fragment not present / not returned (cannot evaluate missing tip). The fracture region is curved, with a fracture surface that transitions from being perpendicular to the driver axis, to oblique to the axis. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis. Tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. This increased resistance can have many contributing factors such as encountering dense bone, inadequate pilot hole depth, and improper surgical technique. Measurement of the driver base was taken via caliper gage. No definitive conclusion can be made.

Event description:
A broken 80-4155 (t8 cannulated stick fit hexalobe driver) discovered on return inspection by an employee of acumed returns.